Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, erroneous results- sodium and potassium and poor barrier separation were seen in an unspecified number of samples. Samples were recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.